Manufacturer narrative:
Device manufacturing records were reviewed and analysis of programming history occurred. Review of manufacturing records confirmed device met all specifications prior to distribution.

Event description:
On (B)(4) 2013, it was reported that on (B)(6)2012 a system diagnostics test was performed on the patient which showed low output; output current= low/ current delivered = 3.0ma/ lead impedance = ok/ impedance value = 2381 ohms/ ifi = no. The patient's settings on (B)(6) 2102 were noted to be output=3.25ma/frequency=30hz/pulse width=750usec/on time=30sec/off time=3min/magnet output=3.5ma/magnet pulse width=500usec/magnet on time=60sec. The manufacturing records for the generator were reviewed and device met all specifications prior to distribution. The physician later reported that the patient has not been seen since (B)(6) 2012. He also reported that he did not try to lower the patient's settings to see if that resolved the "low" output during system diagnostics. The physician stated that no interventions are planned as the "vns seems to be working ok." The patient's programming history was reviewed in the database and it was observed that on (B)(6) 2012 the output current also showed as ¿low¿ during a system diagnostics test but when the patient's settings were lowered, this resolved the event.